Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of multiple upstream occlusion alarms in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarms were verified. The cause was determined to be a failed upstream sensor which was replaced to correct the condition. The reported symptom of "dispensing more than set" could not be confirmed or reproduced during evaluation due to a constant upstream occlusion alarm which prevented a full evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms and an over infusion. There was no patient involvement. No additional information is available.